Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The blade disassociated from attachment upon start of cutting inside stereotactic boundary. Another blade was needed. Tka case delayed for 1 minute.

Manufacturer narrative:
Reported event: the blade disassociated from attachment upon start of cutting inside stereotactic boundary. Another blade was needed. Tka case delayed for 1 minute. Device evaluation and results: functional inspection shows that the knob locks and unlocks the blade clamp as intended. The attachment was connected to a mics handpiece and run for two 30 - second periods during which the blade remained securely clamped. The failure mode is not confirmed. Visual inspection: shows no damage to the part. See attached picture. The inspection also shows wear marks on the knob from where the knob wrench makes contact. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as the failure mode is refuted by the visual and functional inspection. Product history review: a review of device history records shows that on 01/10/17 52 devices were inspected and 13 devices were placed on: (B)(4). A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 3500452 / 35021216 shows no additional complaints related to the failure in this investigation. Conclusions: the report of a saw attachment loosening during cutting was not confirmed. The issue was observed during the case and resulted in a 1 minute delay. There was no further effect on the successful completion of the case. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The blade disassociated from attachment upon start of cutting inside stereotactic boundary. Another blade was needed. Tka case delayed for 1 minute.

Manufacturer narrative:
Follow-up #2 and final report submitted to update.

Event description:
The blade disassociated from attachment upon start of cutting inside stereotactic boundary. Another blade was needed. Tka case delayed for 1 minute.